Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle on the pinnacle cup impactor cracked during the case.

Manufacturer narrative:
Examination of the returned instrument confirms the handle of the instrument is cracked. The overall condition of the instrument indicates it has been well used over time. Based on the overall condition of the instrument the root cause is attributed to wear out. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.